Manufacturer narrative:
A single definitive cause could not be determined. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets for false elevated stat highly sensitive troponin I patient results. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I process module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: initial= 1867 ng/l /repeated=4.0 ng/l /redrawn and repeated on two instruments=3 ng/l customer reference range for troponin=0.0 to 27 ng/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: initial= 1867 ng/l /repeated=4.0 ng/l /redrawn and repeated on two instruments=3 ng/l customer reference range for troponin=0.0 to 27 ng/l there was no reported impact to patient management.